Event description:
(B)(6) reported that the ventilator shut down while on a patient. He said that the screen just went black and the vent shutdown. He said that a therapist was in the room and there were no audible or visual alarms. Note: it is not known if the failure is reproducible.

Manufacturer narrative:
UDI included in report.

Event description:
(B)(6) reported that the ventilator shut down while on a patient. He said that the screen just went black and the vent shutdown. He said that a therapist was in the room and there were no audible or visual alarms. It is not known if the failure is reproducible.